Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 486 mg/dl while wearing the pod between 25 and 36 hours. Reported symptoms include pallor, malaise and confusion. The patient¿s spouse attempted to help bring down the patient¿s blood glucose levels by administering a bolus of insulin using the pod, however this was unsuccessful. The patient¿s spouse contacted a diabetic nurse who advised them to remove the pod. They then contacted their general practitioner (gp) who gave advice on methods of lowering the patient¿s blood glucose levels (methods were not reported) and mentioned a hospital admission may be required. The pod was removed and another was applied, when the pod was removed it was discovered that the pod had come loose from the infusion site (arm), causing the cannula to dislodge. As the situation did not resolve, the patient was taken to hospital and admitted, the newly applied pod was immediately removed at the hospital. The patient was treated with intravenous insulin. The patient was discharged on (B)(6) 2026. The pod has been discarded.